Event description:
It was reported that this was an arteriotomy closure of the medium calcified right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, step 4 of the deployment mechanism was unable to be performed [unable to close foot]. The device became stuck in the anatomy. A surgical cutdown was performed to remove the device. The sheath was upsized to a 20f sheath and the evar procedure was completed. Hemostasis was achieved via surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, returned device analysis found that the lever was returned step 4 without performing step 3 removal of the plunger. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the return device. The reported difficult to close foot could not be confirmed due to return device condition. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, step 4 of the deployment mechanism was unable to be performed [unable to close foot]. The device became stuck in the anatomy. The return device condition indicates out of sequence deployment where step 4 (closing of lever) was performed prior to performing step 3 (pull out the plunger assembly from the body). The instructions for use (IFU) states the sequence of device deployment. Step 1 states to deploy the foot by lifting the lever (marked # 1). Step 2 states to deploy needles by pushing on the plunger assembly (in the direction marked #2). Step 3 states to pull out the plunger assembly from the body (in the direction marked #3) and completely remove the plunger. Step 4 states to return the foot to its original position by pushing the lever (marked 4). In this case, the IFU deviation likely contributed to the reported difficult to close and subsequent device entrapment. Based on the information provided and return device analysis, the reported difficulties appear to be related to the user error. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.